Event description:
Two patient samples with discrepant sodium and potassium results. Patient 1 initial sodium result 67 mmol/l, potassium result 2.2 mmol/l. Same sample repeated gave sodium result of 143 mmol/l and potassium result of 4.6 mmol/l. Patient 2 initial sodium result 91 mmol/l, potassium result 3 mmol/l. Same sample repeated gave results of 141 mmol/l for sodium and 4.6 mmol/l for potassium. No info provided to determine if results were used to guide therapy. The field service rep determined there was a problem with the sample probe. The instrument was repaired.